Event description:
It was reported that the implantable cardioverter defibrillator system including the medtronic right ventricular lead was removed due to infection. The patient was reported to be in stable condition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).